Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the orange wire was cut and the cable was cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).